Event description:
During service of the unit shutdown and restarted with reset alarm while in service trying to perform temp test. Replaced the power board, due to leaky supercap, to correct the failure mode.